Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that upon implant of the cardiac resynchronization therapy pacemaker (crt-p) system approximately six years ago, "there were problems with the leads and other complications which led to internal bleeding." The patient also reported "feeling symptomatic lately." Attempts for additional information were made but were unsuccessful. The crt-p system remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported by the patient that two days after the implant procedure, additional surgery was required "to stop bleeding" and that is was "very very painful." The patient also reported having "a hernia in the surgery area."